Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The brand name was corrected from t25 locking screws to 4.0mm ti locking screw w/t25 stardrive 36mm for im nails.

Event description:
User facility medwatch report (B)(4) was received. A copy of the report will be included with this report. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device was used for treatment, not diagnosis.

Manufacturer narrative:
(B)(4).